Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The catalogue number listed is the reported affected item in this event. It is a component of the visum halogen surgical light system. The component allegedly involved in this event has not been returned to the manufacturer for evaluation. A replacement component was sent to the hospital's bio medical engineer directly so a stryker technician was not sent to the account to perform an on site evaluation. It was reported that both halogen surgical lights in the room were intermittently turning off and on. A replacement power supply box was sent to the bio medical engineer at the account. The root cause for the alleged intermittent functioning of the lights is unknown as the account has not returned the original power supply box for evaluation, nor has a stryker technician visited the site to perform an evaluation of the halogen system. There was no patient involvement and no adverse consequence reported with this event.

Event description:
Stryker reference #(B)(4): it was reported that both of the halogen surgical lights in the room were allegedly intermittently turning off and on. There was no patient involvement and no adverse consequences were reported.